Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted in (B)(6) 2017 due to hydrocephalus. In mid-(B)(6) 2018, the patient¿s blinking difficulties and inability to speak were aggravated. The doctor reportedly thought it may have been caused by pressure issues in the brain and recommended an adjustment. At the time of the report, the patient was ¿unable to act¿ at home.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the decision of the patient's family was to observe at home first and then go to the local hospital for hospitalization. It was noted that if the doctor thought that the condition was related to the valve pressure and issues medical advice, the family or doctor would contact the sales representative and cooperate with the local agent for pressure regulation.